Event description:
The dealer alleges that the irc5po2v concentrator runs and then it shuts down, he believes the purity is low. He states he could see white stuff in the line so he thinks that the sieve beds have washed out.